Event description:
This system was explanted due to infection. No obvious vegetations were found on tte or tee. No new system has been implanted at this time, but an external pacemaker is in use. Should additional information be received, this file will be updated.